Manufacturer narrative:
The proximal portion of the lead was returned, severed 608 millimeters from the terminal pin. Analysis confirmed a fracture at 100 - 110 mm from the terminal pin and 397 - 410 mm from the terminal pin. Additional damage was noted at the same locations, including deformed conductor coils, a breach in both the inner and outer insulation, as well as deformation of the outer insulation. A third fracture site was found 486 mm from the terminal pin with one of the coil wires fractured. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed.

Event description:
Subsequently this lead was returned to boston scientific for analysis.

Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was explanted due to high pacing impedances. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.